Manufacturer narrative:
This report has been identified as event one of b. Braun medical inc. Internal report number: (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: event 1: final container had particles inside it during the initial inspection; prior to use. No patient involvement.

Manufacturer narrative:
This report has been identified as event one of b. Braun medical inc. Internal report number (B)(4). Ten (10) unused samples were received for evaluation. Upon visual inspection, brownish particulate was observed in the seal of the tyvek pouches the bags are packaged in, and in one of the pouches brown particulate matter was found embedded in the polyethylene sheet of the pouch. No particulate matter was found inside any of the tpn bags. The observed issue was determined to have occured during the manufacturing process of the tyvek pouch, which is purchased from an approved supplier. These pouches go through a statistical incoming inspection before being used in production, however these pouches were not detected. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. The supplier of the tyvek pouch was notified of this report. If additional information becomes available, a follow up report will be submitted.